Manufacturer narrative:
The reagent's lot number is 839690. The expiration date was not provided. The field service representative performed multiple checks and found that the washing station's rinse tubings were damaged. He replaced the rinse tubings and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results for 1 patient sample on a cobas 6000 c501 module. The initial result was < 0.02 mg/l. The repeated result was 288.03 mg/l. The repeated result was believed to be correct.